Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The user interface module master software version for this device is (B)(4), categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative contacted baxter on 08 june 2010 to report that a colleague infusion pump had overdelivered during patient therapy on (B)(6) 2010. It is unknown where the event occurred at the facility. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no additional information available.

Event description:
(B)(4). This is the same case as report 2134265-2009-05438. The patient was enrolled in (B)(6) 2007. A type v lesion was identified in the right carotid artery. The reference vessel diameter was 8.0mm and the lesion length was 20mm. The percent of stenosis pre-procedure is recorded as 0% as measured via nascet. The target vessel was non-tortuous and there was no calcium present. There was thrombus and dissection present. Ulceration and pseudo-aneurysm were not present. Cerebral protection was provided through the use of the filterwire ex. A 9.0mm/30mm carotid wallstent monorail was delivered and was successfully placed at the intended site. Pta was not performed. Retrieval of the filterwire was difficult as the lesion was located proximal to the ica. No medications were administered during the procedure. Peri-operatively the subject remained symptomatic. A minor stroke was observed. No action was taken. The event resolved with no residual effects. No further data was provided regarding the minor stroke. The procedure was technically successful with successful use of the cerebral protection device. Residual stenosis was 0-29%. Post-procedure, the morphological outcome is reported as the stent being patent with a residual stenosis of 0%. The patient is symptomatic but there were no complications less than 24 hours after the procedure. The patient had a follow up assessment in (B)(6) 2007. The carotid stent was patent and there was 0% residual stenosis. The speech and language function were not normal but were improved as compared to the last visit. The mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. No additional adverse events were reported. No additional follow-up information was provided.